Event description:
Initially, it was reported that the patient's device had been disabled for quite some time due to a lack of efficacy; however, during review of the programming history it was discovered that system diagnostics on (B)(6) 2008 resulted in high lead impedance and the device was disabled at this time. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. High impedance (dc dc code 7) was noted on (B)(6) 2008. Device failure is suspected, but did not cause or contribute to a death or serious injury.